Event description:
During a lead revision procedure, the physician decided to replace the pt's implant because the physician used electrocautery. Per our warning label, using electrocautery damages the implant.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for evaluation.